Manufacturer narrative:
**Resubmission of initial report as per FDA on 4/3/19** the investigation of the provided log files showed that the described movement was happening as the angle had changed from 76,05 degrees to 74,89, therefore, the actual movement was 1,16 degrees. The movement was recognized by the system with an error 574-032 and stopped by the implemented safety system movement control (buc). The reported failure could not be reproduced in the lab. No similar incidents have been reported from the field.

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that during a procedure on the axiom iconos r200 system an unintended table movement occurred. The table moved approximately 20 degrees from 90 degree position downwards, when the technician pressed the emergency button to stop all system movements. There is no injury attributed to this event.